Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss. Upon revision, it was discovered a broken tube from pump to the cylinders. Therefore, the cylinders and pump were removed and replaced. No patient complications were reported.